Manufacturer narrative:
The getinge field service engineer (fse) who discovered the issue reported that the customer has rejected the repair and denied service. The customer has place the iabp out of service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10, h11. Corrected field: d1.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing (4117): at this time, the customer has not requested for getinge to evaluate the reported issue. The fse completed pm service but did not clear the iabp unit for use and indicated that the iabp unit is not safe to use. The fse noted that the customer would reach out if the repair is wanted. A supplemental report will be submitted if additional information is provided. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site was provided as follows: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) would not recognizing the battery status. The battery symbol displays that the battery has no charge with a fully charged battery. The iabp unit would run on the battery and did not alarm "low battery" and ran to factory specifications. There was no patient involvement, and no adverse event reported.